Event description:
Rptr had an allergic reaction to latex gloves (acquired). Blisters that formed broke open causing a secondary cellulitis. Became septic and was hospitalized for 10 days on IV antibiotics. Rptr had an exacerbation of asthma during hospitalization. Since then they have been re-exposed because other items that contain latex are not clearly marked: coban, bandaids, tourniquets in the IV start kits. Rptr's hands itch and swell. Rptr has venous congestion in hands and fingers.